Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd nexiva¿ closed IV catheter system with dual port was found leaking where the extension set connects to the stabilization platform. There was no report of injury or medical intervention reported

Manufacturer narrative:
Investigation summary: MDR level a investigation: DHR review - challenges and testing were performed as expected and passed. Qn review - no reject activities identified during production related to the incident eura review - several potential causes of detached tubing none of which were confirmed during the DHR review. The occurrence of this incident does not change the risk evaluation and it is still acceptable. Visual analysis - three samples were provided for investigation. One used sample was defective as there was insufficient bonding between the catheter adapter and extension tube. All other samples functioned as intended. Investigation conclusion: the defect was confirmed through the investigation. The cause of the defect was an insufficient bond between the extension tube and the catheter adapter. The cause of the insufficient bond was indeterminate.